Manufacturer narrative:
Analysis summary: the unit is operating within new device specs. The observed "low telemetered battery voltage" was the result of mis-communication between the unloaded device and the programmer at some wand positions.

Event description:
The device was about to be implanted, when fce noticed that upon initial inquire the device was in the ddd-r mode with a cell voltage at 0.31 volts. The data last programmed is 7/17/96. Device was not implanted and is to be returned. The event did not involve a pt.